Event description:
Patient was treated in 2006. At two months post treatment, the paitent developed one thumb-size impression on both cheeks. In 2006, the patient had sculptra injections on both cheeks. The impressions on the left cheek are barely visible and the right cheek looks better.

Manufacturer narrative:
No equipment was returned for investigation.